Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895961 and gd895763 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy fluid coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day, the patient was treated with cefazolin (intraperitoneally, 1 gram, once a day for 2 weeks) for peritonitis. The patient was not hospitalized for the event and the patient was treated at home. The patient recovered from the peritonitis. No additional information is available. This is report 1 of 2.